Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the complaint was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the battery reciprocator device was not working. During in-house engineering evaluation, it was determined that the battery reciprocator device would run but was running intermittently and had unusual grinding noise when running. It was further determined that the motor dropped voltage and drew excessive temperature. It was also noted that the motor gear and gear box were corroded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.